Event description:
A (B)(6) male with history of afib/flutter after flutter ablation (B)(6) 2012, avb after aicd and ppm dependence, mv endocarditis after mechanical mvr, systolic chf after biv aicd, htn, and alcohol abuse who has been dealing with device issues for the past few months. Was initially seen by dr (B)(6) for gen change and at that time had his aicd upgraded to a biv device. Was noted to have some erosion at the superolateral margin of his pocket at that time, and had unhealthy tissue excised. Did well for a while until his aflutter ablation on (B)(6) , at which time he also required revision of his cs lead because it had pulled back into the cs proper. Pocket tissue at that time (approx one month ago) reportedly looked mildly inflamed and more tissue was debrided to prevent infection. A couple weeks later, pt had some dehiscence of his incision and was placed on empiric antibiotics. Despite these measures, pt presented to (B)(6) with relative hypotension, fevers to 102 degrees, wbc over 20,000 and tachycardia. Had also received one shock from his aicd, which was felt to be an inappropriate shock for svt. Was given ivfs and started on ancef with improvement in his septic symptoms. Pocket cultures reportedly grew (B)(6), so pt was transferred to msh for aicd generator and lead extraction.